Manufacturer narrative:
The device has been received and the evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the anchor broke on insertion during a right shoulder arthroscopy with labral repair. The broken anchor remains in the pt according to the reporter, the surgeon felt the repair was enough to hold the tissue down. No adverse consequences were reported as a result of this event. This device is used for treatment.